Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was placed on vav (venous, arterial, venous) ECMO on c9i on (B)(6) 2018. The patient was being transferred to "bliss 9i bed 6" in the hospital. The centrimag motor head and oxygenator were taken off the ECMO cart apparatus and placed safely on the patients bed as per normal operating procedure for transporting the ECMO patient. Patient then moved to bliss 9i. Upon arrival bliss 9i bed 6 the patients centrimag motor head and oxygenator were being moved back from the bed to the ECMO cart apparatus per normal operating procedure. During this movement the centrimag motor head was in the health professionals hand slight vibrations could be felt without any alarms coming from the console. After noticing this, it could be felt that the centrimag motor head stopped spinning and the console began alarming. Both the inlet and outlet of the centrimag blood pump motor head were clamped to isolate the circuit and the patient. The pump head was taken out of that motor head and placed on a back up motor head that was present as per normal operating safety procedure and that back up console was turned on, rpms increased, clamps were taken off and full flow was re-established. Incident occurred at 19:48 and full flow re-established at 19:49. The patient was not injured. Patient was off ECMO for 1 minute while the motor head/console change-out was performed. At the time of the additional information, the patient was still in house at the hospital in the cardiac ICU and trached that same day.

Manufacturer narrative:
Devices manufacturing date was entered. Manufacturer's investigation conclusion: the report of a motor failure was confirmed and reproduced during testing of the returned centrimag motor . The motor was evaluated and tested by the manufacturers technical service. The reported complaint was verified during testing. The motor was connected to its related centrimag 2nd gen primary console and flow probe. When the console was powered on it displayed an active m2: motor disconnected message. During further testing, manipulation of the motor's cable resulted in pump stuttering and motor malfunction. Additional testing of the returned motor revealed an intermittent open connection in the current bearing phase 2 (ia2+/ia2- lines) connection. Although the root cause of the conductor breakdown in the cable could not be conclusively determined, reports of similar issues have been documented and corrective action has been initiated to investigate the issue further. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.